Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2020: "hi" mmol/l (greater than 33.3 mmol/l) and 13.4 mmol/l and on 01-sep-2020: 29.9 (B)(6) mol/l and 5.4 mmol/l.